Manufacturer narrative:
Lot number, UDI number, and manufacture date received. The field generator was returned to the manufacturer for analysis. Analysis found that when connected to a known good test system with the ent application, for a forty eight hour burn-in test. The unit maintained a green status throughout the duration of testing. Unable to replicate the reported issue. Fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site's emitter was causing issues with registration. No patient present.

Manufacturer narrative:
Initial reporter information updated. The straight suction was able to verify with difficulty. If information is provided in the future, a supplemental report will be issued.